Manufacturer narrative:
The actual device was returned and examined. Performance testing did not duplicate nor verify the event. However, once the pencil was disassembled, a cut wire was found inside the silicone sleeve. Corrective action has been taken.

Event description:
Pencils turns on when buttons not pushed.